Event description:
A report was received that a patient was experiencing discomfort in the stomach and midriff area with no relief in the desired pain areas. The physician prescribed an epidural injection.